Manufacturer narrative:
This is default text configured for block h10.

Event description:
Staph infection [staphylococcal infection]. Case narrative: this is a serious, spontaneous and complaint case received from a health professional in australia. This case concerns an 83-year-old female who experienced: on (B)(6) 2025: severe staph infection, (staphylococcal infection), serious (hospitalized), reporter causality: related, company causality: related. The patient was administered suspected product: euflexxa (sodium hyaluronate) 1% solution for injection. No further product posology given. Reported narrative: 83yo female staph infection hospitalised on (B)(6) 2025. Complaint investigations: trend analysis: five (5) additional complaints regarding potential patient infection were received since on (B)(6) 2025 as detailed in reoccurrence 1 field. Compared to three (3) during 2024 and one (1) during 2023. A trend can be established. 2023: (B)(4), euflexxa 3 x 2ml: infection at injection site / lot: unknown (euflexxa lot: unknown) from USA. Not confirmed. 2024: (B)(4), euflexxa 3 x 2ml: infection / lot: v16304a (euflexxa lot: v16304a) from USA. (B)(4), euflexxa 3 x 2ml: infection / lot: v13436c (euflexxa lot: v13436c) from USA. (B)(4), suspected euflexxa safety case: inflammatory reaction (euflexxa lot: unknown) from (B)(6). None were confirmed. 2025: (B)(4), il- arthrease - pv case - fer-il-2025-042 injection site vesicles/blisters x14507g (arthrease lot: x14507g) from (B)(6). Not confirmed. 2026: (B)(4) - au - euflexxa - septic arthritis - y10159e and y14860a (B)(4) - (B)(6) _euflexxa_septic arthritis y14860a (B)(4) euflexxa - septic arthritis case - lot unknown. (B)(4) (B)(6) (current case) - euflexxa septic arthritis - lot unknown. Investigation is on-going. Pending sterilty testing results. Stability data: no deviations were reported for euflexxa row lots that were placed in stability during 2022-2025. Latest time points of the studies that were reviewed: 1. Lot: y14860c - 6 months' time point (2025). 2. Lot: y10159e - 6 months' time point (2025). 3. Lot: y10158c - 6 months' time point (2025). 4. Lot: y10157e - 6 months' time point (2025). 5. Lot: x14680c - 18 months' time point (2024). 6. Lot: v19709ca - 24 months' time point (2023). 7. Lot: u13904k - 36 months' time point (2022). Conclusions: lot specific investigation could not be performed since no information regarding lot number could be retrieved from the complainant. The review of supporting data did not reveal any quality issue. The root cause for this complaint cannot be determined, this event may be related to use error during administration. Btg performs a routine trend analysis of all complaint types. In case of trend increase detection, an appropriate CAPA will be initiated. No concomitant medication was reported. Action taken to euflexxa was unknown. On (B)(6) 2025, outcome of staphylococcal infection: recovering/resolving. Case listedness is unlisted. Sender comment: although important information (such as medical history, concomitant medication) was not provided, the contribution of sodium hyaluronate to patient experienced s. Aureus septic arthritis could not be excluded due to known safety profile of hyaluronan preparations. The conservative assessment of the causality was based on the information provided in the report. Reference ids: internal# - affiliate = (B)(6). Internal# - complaint = (B)(4).

Manufacturer narrative:
This is default text configured for block h10.

Event description:
Staph infection [staphylococcal infection]. Case narrative: this is a serious, spontaneous and complaint case received from a health professional in australia. This case concerns an 83-year-old female who experienced: on (B)(6) 2025: severe staph infection, (staphylococcal infection), serious (hospitalized), reporter causality: related, company causality: related. The patient was administered suspected product: euflexxa (sodium hyaluronate) 1% solution for injection. The injection was performed on (B)(6) 2025. No further product posology given. The lot number was reported as y10159e. Reported narrative: 83yo female staph infection hospitalised on (B)(6) 2025. Complaint investigations: trend analysis: five (5) additional complaints regarding potential patient infection were received since (B)(6) 2025 as detailed in reoccurrence 1 field. Compared to three (3) during 2024 and one (1) during 2023. A trend can be established. 2023: (B)(4), euflexxa 3 x 2ml: infection at injection site / lot: unknown (euflexxa lot unknown) from USA. Not confirmed. 2024: (B)(4), euflexxa 3 x 2ml: infection / lot: v16304a (euflexxa lot v16304a) from USA. (B)(4), euflexxa 3 x 2ml: infection / lot: v13436c (euflexxa lot v13436c) from USA. (B)(4), suspected euflexxa safety case: inflammatory reaction (euflexxa lot unknown) from romania. None were confirmed. 2025: (B)(4), il- arthrease - pv case - fer-il-2025-042 injection site vesicles/blisters x14507g (arthrease lot x14507g) from israel. Not confirmed. 2026: (B)(4) - au - euflexxa - septic arthritis - y10159e and y14860a (B)(4) - (B)(4)_euflexxa_septic arthritis y14860a (B)(4) euflexxa - septic arthritis case - lot unknown. (B)(4) (B)(4) (current case) - euflexxa septic arthritis - lot unknown. Investigation is on-going. Pending sterilty testing results. Stability data: no deviations were reported for euflexxa row lots that were placed in stability during 2022-2025. Latest time points of the studies that were reviewed: 1.lot y14860c - 6 months' time point (2025). 2.lot y10159e - 6 months' time point (2025). 3.lot y10158c - 6 months' time point (2025). 4.lot y10157e - 6 months' time point (2025). 5.lot x14680c - 18 months' time point (2024). 6.lot v19709ca - 24 months' time point (2023). 7.lot u13904k - 36 months' time point (2022). Conclusions: lot specific investigation could not be performed since no information regarding lot number could be retrieved from the complainant. The review of supporting data did not reveal any quality issue. The root cause for this complaint cannot be determined, this event may be related to use error during administration. Btg performs a routine trend analysis of all complaint types. In case of trend increase detection, an appropriate CAPA will be initiated. No concomitant medication was reported. Action taken to euflexxa was unknown. On (B)(6) 2025, outcome of staphylococcal infection: recovering/resolving. Case listedness is unlisted. Sender comment: although important information (such as medical history, concomitant medication) was not provided, the contribution of sodium hyaluronate to patient experienced s. Aureus septic arthritis could not be excluded due to known safety profile of hyaluronan preparations. The conservative assessment of the causality was based on the information provided in the report. Reference ids: internal # - affiliate = (B)(4). Internal # - complaint = (B)(4). E2b report duplicate = 3000164186-2026-00011. Follow up information was received on 18-apr-2026. Lot number and euflexa injection date has been added.